Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and found all 3 sensors needles separated from sensor. Failure analysis was unable to performed insertion test complaint against enlite-serter.

Event description:
The customer reported via phone call that they were unable to insert sensors to their body. The customer reported wasting three sensors due to the issue. Customer stated the inserter did not fire for proper sensor insert. The customer's blood glucose was unknown. The customer agreed to return the sensor for analysis.